Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was possibly under-delivering. The patient noted that his blood glucose was 240 mg/dl last week but the correction was zero. The customer was also hospitalized for a non-diabetes related liver transplant and the steroids he was prescribed increased his blood glucose levels. Troubleshooting was initiated for the delivery anomaly. The customer stated that boluses are delivering slower than expected. The customer confirmed that they were following proper priming procedures. The insulin pump was not exposed to magnetic fields or worn during an MRI. Further troubleshooting was declined. Additionally, the customer mentioned that the screen sometimes goes totally black. The insulin pump will be returned for analysis and a replacement device will be sent to the customer.